Event description:
It was reported that: "it was reported that, on (b) (6 2009, the pt had a total hip replacement done by dr of (B) (6). Subsequently, he developed an allergic reaction to something and is now seeing an allergist."

Manufacturer narrative:
The root cause of the reported event could not be determined based on the limited info provided. The request for the explanted devices and medical records was not performed by the legal affairs team. If additional info becomes available, this investigation will be re-opened and updated.